Event description:
An ipp device was implanted on 11/17/89. The pump was revised on 4/8/93. The pump was removed from the pt and replaced on 5/27/97 due to fluid loss-patient developed leak at the connector.